Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat an eccentric calcification, 90% stenosed, heavily tortuous, osital circumflex artery (cx). Two low speed distal to proximal treatments were performed. Prior to performing another treatment, the physician observed the oad driveshaft fractured. The oad was removed, and a balloon was used to dilate the lesion and retrieve the fractured component. Intravascular ultrasound confirmed there was no injury to the treated vessel. Balloon angioplasty was used to complete the procedure.

Manufacturer narrative:
The oad was returned for analysis with the guide wire engaged in the fractured distal driveshaft section. The drvieshaft fracture is located at the proximal side of the crown. Scanning electron microscopic (sem) analysis identified fatigue striations at the site of the driveshaft fracture. It is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend, although the exact root cause of the event could not be conclusively determined. It should be noted, the diamondback 360 coronary orbital atherectomy device instructions for use states "do not perform treatment in a highly stressful environment (e.g., excessively tortuous or angulated lesions or advancing or retracting the device against resistance)" and "never use force to advance the crown if any resistance in the vessel is felt. If any resistance is felt, immediately stop treatment and retract the crown away from the lesion, while monitoring the cause of the resistance. Use fluoroscopy to monitor the cause of the resistance. If it is confirmed that there are no complications, reposition the crown, and advance and retract repeatedly at a travel rate of 1 to 3 mm per second". When tested, the oad spun as intended. Csi ID: (B)(4).